Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a broken lower case around the mount and a primary audible alarm post message. No other information provided. Patient involvement is unknown.

Manufacturer narrative:
While performing a review it was discovered that the file was inadvertently assessed as reportable. Investigation of device confirmed a primary audible alarm power on self-test and broken lower case. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Is no longer considered reportable, please disregard any reports associated with it.